Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "other - medical", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face with 5.ml of harmonyca lidocaine. About one month later, the patient received touch-up injections with 2.5ml of of harmonyca lidocaine. During both treatments the patient was pre-treated with topical compound lidocaine cream. Approximately one month after the last injections, the patient experienced non device related ¿fractures.¿ no treatment was provided and the event is ongoing.